Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when preparing for use, the power on self-test directly alarms 446026 (vref error) fault code. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when preparing for use, the power on self-test directly alarms 446026 (vref error) fault code no patient involvement.